Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified was reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering an error message during a pd treatment. When checking the lines the patient noticed a fluid leak. The specific date of the event was not reported. Upon follow up the patient stated that he had not experienced any adverse events as a result of this incident. The cassette/tubing set in question had already been discarded.

Manufacturer narrative:
Date received by MFR:on original submission was missed, should have read "06/21/2016."